Event description:
Pt implant in 2008 of a bifurcated device and a proximal cuff. Post ballooning, the proximal end of the cuff appeared to fold in. Another proximal cuff was placed up to the renals to open up the first cuff. After ballooning, a slight blush was noted in the aneurysm sac and thought to be a type ii endoleak. The procedure was completed and pt sent to recovery. During a follow up visit, it was noted that there was a type iii endoleak from the junction between the main body and the 1st proximal cuff. On sixteen days later, the pt was brought in to treat the endoleak with an add'l proximal cuff by covering the overlap. Physician ballooned to ensure good seal. Pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.